Manufacturer narrative:
(B)(4). Batch # = n90984. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In addition, the device locked out as intended but the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, two clips came out at a time. Also, scissoring occurred. The device was used around the gallbladder. Another device was used to complete the case. There were no adverse consequences to the patient.